Manufacturer narrative:
Device repair will be performed for implementation of field change order (B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that discharging or transferring a patient causes a reboot of the surveillance. There was no patient incident.